Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, numerous 26015 errors were found on axis 3 (insertion) followed by the 22028 error, indicating usm4 has failed power on self test (post), confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found that could be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the insertion chipencoder virtual absolute (cva) and searchlight printed circuit assemblies, are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, arm 4 was not free to move. Customer stated that nothing was around the arm that would be restricting movement and the led was flashing orange. Technical support engineer (tse) suggested to press the port clutch button and move the arm. The customer did this but a recoverable 23003 error occurred. Tse then had the customer perform a hard power cycle on the patient side cart (psc). Customer performed this and stated that when the arms started homing, the 4th arm did not move like the others. The "not free to move" message appeared again and the led was orange. Tse asked if they could use the system with 3 arms only. Customer confirmed they could. Tse had the customer press the port clutch button in order to get the recoverable fault to show up. Customer was able to successfully disable arm 4 and proceeded with case setup. Tse also informed the customer that table motion and auto targeting would not be an option. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.